Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent removal and replacement of full interstim on (B)(6) 2015 due to urinary frequency, and nonfunctional interstim. It was reported that patient underwent robotic left inguinal hernia repair with implantation of symbotex progrip mesh on (B)(6) 2015 due to left inguinal hernia. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat procidentia of the cuff of the vagina, cystocele, rectocele, enterocele, bilateral paravaginal defect, stress urinary incontinence, and chronic pain syndrome and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, infection, urinary/bowel problems, dyspareunia, and sexual problems and anal fissure. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.